Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was not able to press the green button and squeeze the handle and the device was not able to fire. They used another handle to complete the case. There was no patient injury.